Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient underwent a surgical procedure in which all the components were removed, discarded and replaced. During the procedure loss of fluid was noted. The patient was said to be good after the procedure. It was further reported that there were no fluid loss issues, the patient had issues with working the pump to inflate. The patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.